Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm and keypad anomaly. Customer was unable to successfully clear the alarm. No harm requiring medical intervention was reported. These events can lead to keypad issues. The customer was assisted with troubleshooting. The insulin pump was not dropped or exposed to moisture. The buttons are now responding. The device will not be returned for analysis.